Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high battery impedance which led to elective replacement indicator (eri). Battery depletion indicated/eri due to high battery impedance logged on (B)(4)-2010, prior to explant. Ramware version 8 installed on (B)(4)-2010.

Event description:
It was reported that the battery voltage was fine when the device was check and four days later the voltage had dropped and tripped the elective replacement indicator. The device remains in use. It was further reported that the device was at eri early due to high battery resistance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage was fine when the device was check and four days later the voltage had dropped and tripped the elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.